Event description:
It was reported that battery sn (B)(4), while in a spare pouch of an autopulse bag, burnt a hole through the bag and left a burn mark on the ambulance floor. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.